Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited occasional system freezing and the foot pedal cable was damaged. Post replacing the hard drive and the system software reinstallation it worked normally. Procedure details and patient impact were not reported. Additional information requested and none received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm both reported issues. The hard drive was replaced and the footswitch cabling was replaced to address the reported issue. The system was tested and found to meet product specifications. A non-conformance based review of serial numbers was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming hard drive and nonconforming footswitch cabling. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).